Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD (B)(6) 2012. (B)(4).

Event description:
It was reported the patient received an inappropriate shock due to improper detection. Probable atrial fibrillation (af) with rapid ventricular response was noted. It was also reported that the right atrial (ra) lead exhibited undersensing. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.